Event description:
According to the report, bioglue was used for obliteration of proximal and distal false lumen and suture line in ascending aorta replacement for stanford type a aortic dissection operation. The patient presented with fever which lasted for a month, but the patient recovered with antibiotics and left the hospital. A bacteria test for the patient was negative.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, bioglue was used for obliteration of proximal and distal false lumen and suture line in ascending aorta replacement for stanford type a aortic dissection operation. The patient subsequently developed a fever that lasted for three months. The patient recovered with antibiotics and left the hospital. A bacteria test for the patient was negative. Lot numbers were not provided with the complaint details. Therefore, a review of manufacturing records could not be performed. A persistent high grade fever is more consistent with a chronic infectious process rather than a reaction to bioglue. Bioglue has been tested and was found to have no pyrogenicity. As such, bioglue is not expected to cause fever. No further action is warranted.